Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: no information.

Event description:
Healthcare provider reported a left side rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 29 , 2022 unable to check the lot number information, as the patch . Visual analysis of the returned device identified: underweight, missing, crease fold, broken, wear abrasion and red particle in the gel. A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge broken in the radius with stress marks due to surgical impact broken . - missing piece of the shell assessed inconclusive.

Event description:
Healthcare provider reported a left side rupture discovered during surgery. The device has been explanted.